Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemostasis valve leak could not be conclusively determined.

Event description:
During the procedure, blood was noted to be leaking from the hemostasis valve while no device was inserted into the introducer yet. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.